Event description:
The customer reported the visera elite xenon light source display an e103 error and makes abnormal noise. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event. This report is being submitted for the e103 error.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of e103 error was confirmed due to main lamp damage that also caused the spare lamp to turn on. In addition, a worn out socket slider switch causing intermittent use of high intensity mode, non-olympus lamp life meter reading over 500+ hours, and lamp life expiration were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the main lamp could not be turned on due to e103 because the igniter's operating noise was generated by using another company's lamp. The cause of the igniter operating noise could not be identified. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.